Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found worn buffer syringe, worn buffer valve and reference valve. The failure mode was identified as multiple hardware malfunction. The fse replaced the buffer syringe, buffer valve and reference valve to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case: (B)(4).

Event description:
The customer reported erroneous high patient results generated for na (sodium) on their au480 clinical chemistry analyzer. The customer did not provide patient data or demographic information. There was no report of change to treatment, injury, or death associated to this event.